Event description:
It was reported that during a clinic visit on 05/29/14 the left ventricular lead exhibited loss of capture. Upon reviewing the patient's medical records, it was also noted that loss of capture had occurred on (B)(6) 2014. The device was reprogrammed and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.